Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the knife blade within the device did not retract. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the device was returned with the knife blade exposed while the jaw was opened. The reported condition was confirmed. The device was disassembled and heavy fluid ingress was found inside the device body. The spindle pin, knife trigger, and latch assembly was found to have been properly installed. The heavy fluid ingress indicate the device was likely subjected to heavy use or multiple uses. The investigation identified the root cause of the reported event to be to user error for subjecting the device to multiple use or reprocessing. The information for user (IFU) warning states, this product cannot be adequately cleaned and/or sterilized by the user in order to facilitate safe reuse, and is therefore intended for single use. Attempts to clean or sterilize these devices without appropriate regulatory authorization may result in bio-incompatibility, infection, or product failure risks to the patient. If information is provided in the future, a supplemental report will be issued.